Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the customer entered an incorrect value into the bolus menu and delivered too much insulin which resulted in a low blood glucose (bg) level of 47 mg/dl. Bg was addressed by eating a sandwich. The customer continued to use the pump for insulin therapy.